Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The product classification code for the crosser cto recanalization catheter product is identified the lot number for the malfunction was provided and a lot history review was performed. The device for this malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model creo14s recanalization catheter allegedly experienced activation problem. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model creo14s recanalization catheter allegedly experienced activation problem and material separation. This information was received from various sources. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The product classification code for the crosser cto recanalization catheter product is identified. The lot number for the malfunction was provided and a lot history review was performed. One of the two devices has been returned to the manufacturer for evaluation; the evaluation identified material deformation and activation problem. A definite root cause could not be determined. The device is labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model creo14s recanalization catheter allegedly experienced activation problem and material separation. This information was received from a single source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The product classification code for the crosser cto recanalization catheter product is identified in d2. H10: the lot number for the malfunction was provided and a lot history review was performed. One of the two devices has been returned to the manufacturer for evaluation. Therefore the investigation is confirmed for activation problem and material separation. A definite root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.